Event description:
It was reported when using the unspecified bd cpt vacutainer tubes there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "a few of the tubes have failed to separate cell layers, despite rigorously following the protocol. In many cases, two tubes, from the same box, with the same expiry date (in date), were centrifuged at the same time under the same conditions and one tube worked while the other failed."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported when using the unspecified bd cpt vacutainer tubes there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "a few of the tubes have failed to separate cell layers, despite rigorously following the protocol. In many cases, two tubes, from the same box, with the same expiry date (in date), were centrifuged at the same time under the same conditions and one tube worked while the other failed."